Manufacturer narrative:
(B)(4). The device was discarded.

Event description:
A customer contacted baxter's (B)(4) to report receiving an alarm on the homechoice (hc) machine during dwell 2, because the supply bag fell and disconnected. The technical service representative (tsr) had the home patient (hp) close the transfer set and explained to the hp that the alarm indicates a large amount of air entered the cassette. The tsr explained to the hp that therapy ended and the hp stated that they would do a manual exchange. The tsr advised the hp to contact the peritoneal dialysis (pd) registered nurse (rn). The tsr assisted the hp to disconnect and explained that the bags could not be reused once they become disconnected. Proper procedures per the user manual reviewed with the caller. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 2 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the supply bag fell and disconnected. The lot number is unknown therefore a batch review was not performed. The label review found the labeling adequate for the potential use error(s) in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).